Event description:
It was reported to philps that the ica lead electrodes are not being recognized. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the ica lead electrodes are not being recognized. There was no reported patient impact or injury. Based on the information available and the testing conducted, the cause of the reported problem was due to the customer using a 3rd party stem cable and leads. Based on the information available, philips technician advised customer not to use 3rd party components. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.